Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an alert was triggered due to out of range intrinsic right ventricular (rv) lead amplitudes. The field representative wanted to know from boston scientific technical services (ts) regarding how the alerts were triggered via remote monitoring. Ts discussed the case and noted that there was a change in rv impedance and intrinsic amplitude since (B)(6) 2015. Both values are remaining pretty stable at lower values since then. Ts also noted that further lead integrity investigation may be considered, the isometrics may be performed while continuously observing egm for a noise, artefacts and measuring pacing impedance. In addition the sensing may be compromised during ventricular fibrillation (vf) events (intrinsic r-wave is occasionally lower than 3mv) therefore it is per physician discretion to test defibrillation thresholds (dft) for appropriate sensing. The system remains implanted. No adverse patient effects were reported. Despite efforts the manufacturer and model/serial number for the rv lead was not obtained.